Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, patient desaturated and was intubated. The etco2 (end-tidal carbon dioxide) was reading on monitor and did not closely correlate with clinical presentation and blood gas reading (vbg 07:45: pco2 55, etco2 41). The etco2 data trended in low 30s, then 40s and then returned to low 30s before the patient arrested. Patient received manual bag ventilation without etco2 monitoring from 11:42-11:46. When etco2 reconnected, it read in 80s. Patient had results of vbg 11:55: pco2 125, etco2 68. The concern was if patient co2 had been trending up and was not reflected in the etco2 monitoring. The clinician's concern was that there could have been an error in the reading that led to the patient arresting. The desire was to test the unit to ensure accuracy/rule out mechanical issue. The respiratory therapist reported when the shift was started, the side stream cuvette was not correlating well reading low 20's to low 30's. The cuvette was switched out then decided to entirely switch out the micro pod. The numbers continued to be erroneous then they decided to switch etco2 to g5 ventilator. At this time, the vent matched the side stream shortly after the patient arrested. During arrest, there was no etco2 and he needed to switch it back to side stream. It was finally able to do so, and while bagging the side stream was reading etco2 in the 80's.